Manufacturer narrative:
Results of investigation: no part was returned for investigation. No batch number was communicated. Based on the available information no investigation can be performed and the root cause of the reported issue remains undetermined. No further actions have been initiated. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that subject experienced intraoperative complication "trochanteric fracture". No indication of treatment for this event; at 3-months follow-up a pain at trochanter major during walking is noted; no limp.